Event description:
It was reported that (1) device was about to be used during an anastomosis.. It was reported by the affiliate that the cdh33 had no staples in the device. The surgeon did not get to use the device during the procedure. Another device was used to complete the case. There was no consequence to the pt.